Event description:
It was reported that the surgeon inserted a 12.5 mm implantable collamer lens in 2009 in the right eye and the lens was explanted three days later, due to excessive vaulting. The pt experienced a pupillary block, elevated iop, narrowing of the angle and shallowing of the acd. An iridectomy was performed. The post op bcva was 20/20. The lens was exchanged for a shorter lens. See MFR report # 2023826-2009-00734 for the other eye.

Manufacturer narrative:
Secondary surgery - excessive.